Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a procedure. According to the complainant, a year and a half post procedure, the patient presented with dyspareunia. Furthermore, the patient's husband stated that he could feel the mesh during intercourse. Upon examination, the physician noted that could the mesh could be felt under the patient's urethra but that there was sufficient vaginal tissue covering the mesh. The mesh was not exposed.several attempts at follow up have been unsuccessful.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a procedure. According to the complainant, a year and a half post procedure, the patient presented with dyspareunia. Furthermore, the patient's husband stated that he could feel the mesh during intercourse. Upon examination, the physician noted that could the mesh could be felt under the patient's urethra but that there was sufficient vaginal tissue covering the mesh. The mesh was not exposed. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
It was reported to boston scientific on (B)(6), 2010 that the patient age was approximately (B)(6).